Event description:
It was reported that during a cholecystectomy procedure using the da vinci 5 system, the site experienced an issue with the left hand controls. The site indicated that this issue had occurred previously, and this record was opened to document the details of the earlier procedure. Initial troubleshooting activities were performed to address the reported concern. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The complaint was documented as a re-occurring issue with the left hand controls, and all repair details were referenced in a separate service record. The record was closed after capturing the details of the previous procedure.

Manufacturer narrative:
Updated annex g code.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtm) after intermittent error 23062 was observed, which indicated that the 3-phase motor did not respond as expected on the mtm wrist yaw. The system was tested following the replacement and no further errors were observed. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis tested the mtm on the test system and replicated error 23062, concluding the wrist yaw axis motor and the slip ring were the root cause of the reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated field d9.